Event description:
Reporter alleged obtaining a result of 190 mg/dl on the advantage system compared back to back with a result of 88 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated that he was given a tablet of a glucose pill and taken to the hospital because of his symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a realize adjustable band placement, a pre op leak test was performed and no leaks were found. The band was leak test again after it was placed around the stomach and a leak was detected. The surgeon was unable to determine the location of the leak. There were no patient consequences reported. Another band and port were used to complete the procedure.